Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer and pockets had failed to open. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the drawer and pockets had failed to open. The field service engineer (fse) found that half-height drawer 2.2 had bad rails, causing the drawer to miss its open position. The fse launched test software and ejected all cubie pockets, finding medications underneath. A replacement drawer was installed, and all pockets were returned. The firmware was updated, and the drawer was configured. The drawer was tested with the test software, and the customer verified functionality and completed inventory. The system functioned as intended after the field service engineer repaired the device.